Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2018 and barbed suture was used. The suture was detached from the needle when pulling the suture after first passing by continuous suturing, and the fixation tab was also broken. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: investigation summary ==> it was reported performance pull off suture needle and performance fixation feature breakage. A dispensed suture and a detached needle were returned for analysis. During the visual inspection of the needle the swage and attachment area were as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. Also, the fixation tab was not present on the suture since it was cut appears to be by use of surgical instrument. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition, the assignable cause of the performance pull off suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. According to condition of the sample, the assignable cause of performance fixation feature breakage suggest an importer handling of the sample.